Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 69 mm abdominal aortic aneurysm. The percutaneous pre-close technique was used bi-laterally. It was reported that during the index procedure, two 18f sentrant sheaths were used to facilitate device access. There was difficulty in inserting both sentrant devices. It was reported that the access vessels were tortuous and there was also difficulty in inserting diagnostic catheters and guidewires. The pelvic vessels 'floppy' with lots of 'give' when devices were pushed in. During the evar, the endurant ii main body device was placed from the right. It was reported that the physician was unable to orientate or rotate the device once within the body. The device was placed up by the renal arteries, confirmed by angiography and deployment was commenced. Deployment was successful with multiple angiographic checks done on the device position. It was reported that extensive time (approx. 60 mins) was spent attempting cannulation of the contra-lateral gate with multiple catheters, and angled guiding sheath, with no success. The physician then decided to open the ipsi-lateral gate to finish deployment and retrieve the top cap. Deployment was completed, but difficulty was encountered in moving device forward to close the top cap. When done, there was extreme difficulty in removing the closed delivery system down through device body, due to it catching on the supra-renal stents. The deployed device had moved distally, lower than original deployment position. A second guide-wire was then inserted through the right side 18f sheath, up through the ipsi-lateral gate and a balloon was advanced up this wire. The balloon was inflated by the supra-renal stents, the top cap' bounced off' the balloon and was retrieved into the device body and removed. The balloon was then removed. Extensive attempts were then made to cannulate the contra-lateral gate from left. The physician then decided to run a 'rim' catheter up through ipsi-lateral gate, over the device bifurcation, run a guidewire down through contra-lateral gate and snare from the left groin. After many attempts and extensive time, this was successful. This wire was now pulled out through left groin and a catheter inserted over this and through the contra-lateral gate. The wire was then pulled back from right side to allow the catheter (now through contra-lateral gate) to have wire delivered from left side. A wire was inserted from the left and both catheter and wire inserted into proximal descending aorta. The wire was then replaced with a stiff wire and the catheter was removed. A balloon was then placed up the wire and inflated to confirm it was within the gate and not outside the device. Stiff wire access through the right groin was lost from the ipsi-lateral gate. From the right side, extensive and prolonged attempts to re-cannulate ipsi-lateral gate were then undertaken, with eventual success. It was reported that the ipis-lateral contra-lateral gate were lying in an anterior-posterior direction, over the top of each other. Mild oblique imaging was carried out to confirm and a balloon was placed up the wire inflated to confirm within the gate and not outside device body. The wire was thought to be within ipsi-lateral gate. The contra-lateral limb and the ipsi-lateral limb were then inserted and deployed, with the top of each limb lined up with the flow divider. No unusual appearances of r/o markers on the limbs were noted. It was reported the contra-lateral and ipsi-lateral gates were in an anterior-posterior configuration. An aortic cuff was then inserted from the right groin, positioned just underneath lower renal deployed. Bilateral reliant balloon moulding was then performed of the aortic cuff and main body, and also of both limbs from the gateway to the iliac landing zones. No abnormal appearance of the balloon was noted as inflation occurred. Final angiographic imaging was then done, which showed what appeared to be an immediate proximal type ia endoleak. Prompt and rapid flow was noted through both limbs and into the distal common iliac arteries. No unusual limb arrangement was observed. However, contrast was seen quite early within the aneurysm sac. Mild oblique projections were carried out, without any positive identification of the leak site. The physicians speculated that it was not a type ia, and perhaps related to the right limb. Due to concerns over the patient's overall condition, the procedure was then concluded, after approximately 7 hours. However, upon undraping of the patient, the right lower limb was thought by the physician to be cool and pale in colour compared to left. The physician decided to re-puncture the right groin and perform angiography. Very slow flow was noted by the physician to the tibial-peroneal trunk region and flow beyond this point was not certain. The catheter was then passed up into the right limb and no endoleak was noted. Upon catheter insertion above the flow divider, flow down the left limb was noted and an endo-leak was also noted. Left groin puncture was done and a catheter passed up into the left limb. No endoleak noted within limb. As contrast refluxed above flow divider, a leak was noted. A very steep left oblique was performed and contrast was injected from the right side. After this, it was thought by the physician that perhaps both limbs had been inserted into the contra-lateral gate and that no limb had been placed within the ipsi-lateral gate. Both catheters were then moved towards flow divider and seen to go through their respective limbs, into the contra-lateral gate. No catheter or limb was seen within the ipsi-lateral gate. Both limbs had been placed at the same height within the contra-lateral gate. The endoleak was confirmed to be through the ipsi-lateral gate. The physicians decided to finish the procedure and nurse the patient intensively until the next day. There was a planned intervention to cannulate the device 'from above' via left arm access and place an 'amplatzer vascular plug' within the ipsi-lateral limb with coils to assist in occlusion and to treat the endoleak. The patient was transferred to a tertiary hospital for further treatment as there was no anaesthetist available the following day at the procedural hospital. Upon transfer the patient¿s ischemic right leg was treated with an above the knee amputation a laparotomy was also performed with device explant and surgical aortic graft insertion. It was also reported the patient was found to have some necrotic bowel at the time of laparotomy and surgical resection was carried out for this. It was reported the patient expired one day later. As per the physician, the cause of the event was user error. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the pre-implant films provided. Films during implant were not available for review and the reported events could not be assessed. Review of returned pre-implant CT¿s from a film report confirmed that the patient had severely tortuous aortic/iliac anatomy. The proximal neck infrarenal angulation measured 97deg lt-rt (off-label usage), and the proximal neck was short (12mm length) and small caliber (20 ¿ 21mm diameter). The aaa sac and distal aorta contained severe thrombus, 25mm - 20mm flow lumen, and the iliac arteries were tortuous; bilaterally. The right common iliac artery take-off was acutely angulated lateral + posteriorly, and the left common iliac take-off was angulated acutely posteriorly. The rcia was aneurysmal and mildly calcified ranging in diameter from 23 ¿ 20mm, and the lcia was 15mm in diameter along the 8cm length and was also calcified. Both access vessel diameter¿s appeared to be of sufficient caliber at 11mm on the right and 9mm on the left, with mild calcific disease. In addition to the reported user error, it is also likely that the patient anatomy was a primary contributor to the events. The acutely angulated and diseased iliac arteries likely led to the positioning difficulties reported with the sheaths, catheters and guidewires. The severely angulated neck was a likely factor for the reported bifurcate positioning and removal difficulties, and the tortuous anatomy and severe thrombus seen within the aaa may have also contributed to the cannulation difficulties and resulting endoleak and extended procedure time. The cause of death could not be determined from the films, but appeared most likely to have been procedure related. If information is provided in the future, a supplemental report will be issued.